Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer's blood glucose was unknown. The customer stated that he was unable to fill the tubing since the alarm occurred after inserting a new reservoir. Troubleshooting was done. Advised customer to assemble a new infusion set with the current reservoir, but insulin did not exit the tubing afterwards. Then advised the customer to use a new reservoir with the same infusion set. The customer confirmed that the insulin pump alarmed no delivery with a manual prime. Advised customer that changing the reservoir resolved the issue. Advised customer to return the reservoir for analysis. Nothing further reported.